Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the rim of the reservoir compartment was damaged. Customer could see the reservoir. Customer's blood glucose was unknown. Customer declined replacement. Customer will not be returning the device for analysis.